Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a defibrillation threshold (dft) test as they had previously experienced what appeared to be a ventricular tachycardia (vt) storm. It was noted it took a couple shocks to break the rhythm during the episode however, therapy had not been exhausted. Boston scientific technical services (ts) discussed dft testing and programming options. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a defibrillation threshold (dft) test as they had previously experienced what appeared to be a ventricular tachycardia (vt) storm. It was noted it took a couple shocks to break the rhythm during the episode however, therapy had not been exhausted. Boston scientific technical services (ts) discussed dft testing and programming options. The device remains in service. No additional adverse patient effects were reported. Additional information was received that this device was explanted due to normal battery depletion.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.